Event description:
It was reported, the electrical cord emitted a spark.

Manufacturer narrative:
It was reported, the electrical cord emitted a spark. Examination of the cord revealed a break at the entrance to the strain relief area near the switch. Since the unit has been in use for more than 20 years, the component may have simply reached the end of its life. We have taken several steps through the years to reduce this problem and will continue to monitor this issue.